Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/14/2015 with the following findings: evidence of short battery life was observed in the black box data. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis. The battery compartment was observed to be cracked in the thread area and below the grip pad. Evidence of moisture ingress was found inside of the battery compartment. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported battery-life issue was not duplicated. The pump failed a leak test due to the aforementioned battery compartment damage. The pump case was removed, and no further evidence of internal damage or defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The reporter alleged that battery life was shorter than expected. In addition, it was reported that the battery compartment was cracked and moisture ingress was observed within. Also, it was reported that the user unintentionally infused insulin due to priming the pump while attached; no blood glucose excursion was reported in relation to this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.